Event description:
Italian regulatory agency reported a case of alcl in italy. Article ¿cytological diagnostic features of late breast implant seromas: from reactive to anaplastic large cell lymphoma¿ reported a patient with "lymph node involvement" of an alcl case. The device has been explanted. Treatment reported as ¿implant removal, capsulectomy, choep.¿ pathological markers alk- and cd30+ confirmed. Patient is currently disease free.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, g1, h6, h7, h9.

Manufacturer narrative:
Article citation: ¿cytological diagnostic features of late breast implant seromas: from reactive to anaplastic large cell lymphoma¿ by arianna di napoli, giuseppina pepe, enrico giarnieri, claudia cippitelli, adriana bonifacino, mauro mattei, maurizio martelli, carlo falasca, maria christina cox, iolanda santino, maria rosaria giovagnoli, published in plos one on 17/jul/2017. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl.

Event description:
Italian regulatory agency reported a case of alcl in italy. Article ¿cytological diagnostic features of late breast implant seromas: from reactive to anaplastic large cell lymphoma¿ reported a patient with "lymph node involvement" of an alcl case. The device has been explanted. Treatment reported as ¿implant removal, capsulectomy, choep.¿ pathological markers alk- and cd30+ confirmed. Patient is currently disease free.